Event description:
It was reported by service report that all footboard control modules were popped out. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard control modules were popped out.